Manufacturer narrative:
No product samples or videos were returned for evaluation. Images were returned which show the filter body where the inlet and outlet filters appear to be saturated with infusate. No other anomalies are visible on the set. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint can be confirmed. The probable cause of the filter leak is due to temporary or permanent loss of the hydrophobic properties of the vent material due to infusate interactions. The exact cause has not been determined at this time and is under further investigation.

Event description:
The event involved a primary plumset that the customer reported an unspecified chemotherapy leak during an infusion because the the patient complained of sensing something wet leaking in his bed. The bedside nurse checked the filter and found it to be leaking. The bedside nurse used personal protective equipment during the incident and the chemo spill was cleaned up per facility protocol. The clinical outcome was exposure of the patient to the chemotherapy and an unspecified medical intervention, however, the patient status was stable and there is no report of human harm. No additional information was provided.